Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, voids in the gel, deformation, and wear abrasion. The weight of the device was within specification. Based on the device analysis the final assessment is wrinkles (creases) are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: a.5a, h.3; h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.